Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer reported that there was a clogged flowcell. Customer reported that there was a leak of approximately 1 cubic centimeter under the flowcell. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced all the sample lines and t-fitting going to the flowcell. The fse replaced the sheath flow line on the bottom of the flowcell (port 5). The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).